Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Upon visual inspection, the fracture is located at the weld of the instrument. There is impact damage to the shaft and strike plate. Sem confirmed the fracture was due to tensile overload. Review of the DHR found deviations during the manufacturing process that were reworked and accepted per established rework and inspection processes. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Report source (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the strike plate of a broach handle broke off during surgery. No adverse event was reported as a result of this malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.